Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unk, UDI#: unkn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urgency frequency; the trial began (B)(6) 2019. It was reported the trial patient stated that when he increased the stimulation, he can feel it in his back. Patient was advised to contact his clinician for further medical advice, he stated that he won¿t be able to contact anyone and was advised to leave them a message, and support staff said they would reach out to the manufacturer¿s representative. On (B)(6) 2019 patient stated that it is not working right now, the leads are a little loose he stated. He is seeing his clinician tomorrow for follow up appointment and have leads removed. No further complications were reported or are anticipated.